Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head had a separation issue. The reported malfunction occurred at an unspecified time for an unspecified procedure. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found new defective phenomenon, main body scratches (lens), and contact point corrosion. However, the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. In addition, there was no history of repairs that might have contributed to the failure phenomena in the actual product, and it was determined that the faults were not caused by repairs. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.